Event description:
Customer reported in 2004 that a ptient was burned during a bronchoscopy with laser ablation procedure in 11/2004.

Event description:
Customer reported to MFR in 12/2004 that a pt was burned during a bronchoscopy with laser ablation procedure. Customer stated that the field was noticed to be foggy, the intubation tube was inspected, and smoke and possibly flash of flame were observed in the intubation tube. Customer stated that prolonged intubation was required.